Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 material inside of jaws broke off while the device was out of the patient and jaws were being cleaned. A new device was used to complete the procedure. There was a minor procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/26/2024. An investigation was conducted on 07/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear hot jaw insulation. The clear silicone insulation on the cold jaw was observed to be peeled off from the cold jaw, exposing the cold metal jaw. The detached silicone insulation was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated ;jaw" was confirmed. The lot #3000388391 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID#: (B)(4).